Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced and customer reverted to an alternate method of insulin therapy.